Manufacturer narrative:
Samples were requested from the customer. Two follow up emails sent to customer requesting status of samples. No samples received thus far. Third attempt to collect samples was sent 04/08/2025. Pending customer response.

Event description:
On (B)(6) 2025 luer adapter insertion site broke off into patient´s cvc lumen; nurse able to remove with hemostats. On (B)(6) 2025 luer adapter insertion site broke off into patient´s cvc lumen requiring ER visit for cvc repair. Additional information requested from the customer; response received: incident on (B)(6) 2025: a nurse was drawing blood at the end of the patient's treatment and believed she had overtightened the luer adapter to the patient's cvc lumen. She was unable to remove it and asked morgan for assistance. Morgan used a hemostat to remove the adapter, which broke during removal. The sample was discarded, and no photos were taken. Incident on (B)(6) 2025: a similar issue occurred with the same patient during a post-treatment lab draw using a luer adapter from the same lot. When morgan attempted to assist with removal using a hemostat, the entire luer adapter broke off and could not be removed. The patient was sent to the ER, where the hospital repaired the cvc by replacing only the bottom half. There was no need to replace the entire catheter. The patient did not miss any treatments or undergo invasive procedures. No samples or photos were saved.